Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the right atrial (ra) lead exhibited noise oversensing resulting in false atrial tachycardia/ atrial fibrillation (at/af) episodes and noise reversion episodes. The patient was previously programmed in 2019 to ddi 55bpm due to lead noise. No intervention was performed at this time; the ra lead will continue to be monitored. There were no patient consequences.